Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2013, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic dissection. The devices were reportedly implanted with no issue, and the gore dryseal sheath was advanced with no noted resistance. It was reported that during withdrawal of the 24fr gore dryseal sheath, the pt's blood pressure dropped. Imaging showed that the non-aneurismal iliac artery ruptured due withdrawing the sheath in a vessel smaller than 9.1 mm in diameter. Pt had greater than 1l of blood loss after rupture was discovered. The physician reportedly did not have correct vessel diameters due to incomplete computed tomography scans. It was reported a gore viabahn was deployed in an attempt to repair the ruptured iliac; however, this was not successful. The pt was converted to open repair. The aorta was clamped, but the pt expired after multiple attempts were made to revive her.